Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the pump speed control knob of a s5 system was stuck and flow could not be regulated. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
Livanova received report stating that the pump speed control knob of a s5 system was stuck. The issue occurred during procedure. No patient/user affected. No service activity was scheduled for this issue. Through follow up communication via sap crm, livanova was informed that a liquid was spilled on the knob and the issue was solved by hospital's biomed by cleaning the area around the encoder. According to complaints database review, no further similar issue has been submitted for this unit since its installation in 2008. Based on above facts and considering that the issue was solved by cleaning the knob, the root cause is likely the liquid spillage on encoder which, not correctly and timely wiped off by user, dried and prevented the knob to turn freely. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.